Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). The defective pump was requested to livanova (B)(4) for investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump displayed an error message during installation. There is no patient involvement.

Manufacturer narrative:
The pump was returned to livanova deutschland for further investigation. During the evaluation, a defective dc/dc converter on the board could be identified as root cause for the reported issue.

Event description:
See initial.